Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon attempted to deploy a clip across cystic duct, and the clip did not form completely enough to stay on vessel. Surgeon fired instrument again with same result. Another device was opened and used with no adverse effect to pt.